Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient alert was toning for five days and that the patient had an x-ray indicating a "suspicious" lead. Follow-up with the patient's clinic indicated there was low pacing impedance and high pacing thresholds with the right ventricular (rv) lead. The physician recommended lead revision but the patient refused. According to the patient's clinic, stable pacing through the left ventricular (lv) lead is the current choice as well as programming off the rv alerts. Monitoring will continue and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.